Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was unable to track through the patient's tortuous iliac arteries. During the first insertion of the dcs, through the inline sheath, the dcs was unable to navigate the 90 degree angle. The device was withdrawn from the patient and flushed to ensure no separation of the nose cone. A 25cm, 20 french (fr) introducer sheath was inserted falling short of the aorta and the "s" bend. The dcs passed through the introducer sheath with excess force. The patient reported back pain and it was decided to abort the procedure. A dissection was reported in the iliac arteries and the dcs was withdrawn from the patient. Repair of the dissected iliac arteries was performed with a covered stent. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Additional information was received that the minimum access vessel diameter was 10 mm. Per the physician, the injury was caused by the stiffness of the dcs; a sheath long enough to protect the tortuous portion of the artery was not available and contributed to the injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The handle was intact. The device was received with the capsule partially opened. The deployment knob retracted and advanced the capsule, but was noticed to be slightly stiff. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. Delamination was observed over the nitinol reinforcing frame all along the capsule. The inner member shaft and spindle hub was intact with no evidence of damage. Torsion marks were observed along the catheter shaft. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the subject dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Torsion marks were observed on the outer shaft of the subject dcs indicating the dcs was torqued during use, potentially due to the difficulty advancing. The instructions for use (IFU) instructs the user not to rotate the dcs as is being advanced. The reported event indicates that the delivery catheter system (dcs) was unable to be advanced through the patient¿s torturous iliac arteries. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that there was severe tortuosity of the iliac artery. This indicates that the probable cause of the advancement difficulties was patient anatomy. During the first attempt to advance the dcs, the dcs was unable to navigate the 90-degree angle of the iliac artery. A 25 centimeter (cm) 20 french (fr) introducer sheath was inserted falling short of the aorta and the "s" bend. The dcs passed through the introducer sheath with excess force noted. Per the evolut pro instructions for use (IFU) ¿do not force passage. Forcing passage could increase the risk of vascular complications¿. The patient reported back pain and it was decided to abort the procedure. A dissection was reported in the iliac arteries and the dcs was retrieved from the patient. Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An additional patient code was added to section h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.